Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 500 mg/dl. The current blood glucose was 219 mg/dl. The customer also reported the under delivery of the insulin. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap is flush. Customer reported the damage to the drive support cap. Significant events leading to hospitalization were running high, heart running was not sleeping well, wheezing. The customer advised to replace the insulin pump and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0875 inches. The drive support disk was inspected and no anomalies noted. Unit received with minor scratches on reservoir tube window, cracked reservoir tube lip and minor scratches on lcd window.